Event description:
It was reported that there was an unknown issue with the battery connector on the power module.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged power module, was confirmed when the unit was returned for evaluation and repair. The bottom housing was chipped in two places on the left front side and right front corner. The unit was repaired by depot services; the bottom housing was replaced. The chipped housing did not appear to affect operation of the unit. The detachable portion of the battery clip assembly was missing; the clip assembly was replaced. The unit was tested and returned to the customer. The unit was approximately 7 years old. The root cause of the damage was not determined in this investigation. The power module assembly (pn (B)(6)) was built in (B)(6) 2012. The top assembly (pn 1340) was packaged and placed into inventory on (B)(6) 2012. The unit was sent to the customer on (B)(6) 2012. Service records were reviewed; the unit had no previous services. The unit was built with the streamline battery cable assembly (pn (B)(6) rev a / lot # 20123229). The battery clip portion of the assembly is detachable. Power module use and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU) (rev c p.3-5 and p.4-3), the heartmate ii lvas IFU (rev h p.3-4 and p.4-5) and the heartmate power module instructions for use (rev b p.48). Maintenance and replacement of the power module backup battery are addressed in the heartmate 3 lvas instructions for use (rev c p.3-9), the heartmate ii lvas patient handbook (rev g p.60) and the heartmate power module instructions for use (rev b p.5). Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU) (rev c p.3-24), and the heartmate ii lvas IFU (rev h p. 3-20). Disconnecting and reconnecting the backup battery in the power module is addressed in the heartmate 3 lvas IFU (rev c p.3-28 and p.3-31) and the heartmate ii lvas IFU (rev h p. 3-24 and 3-27). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an unknown issue with the battery connector on the power module.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.